Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a ¿fiber optic sensor failure¿ alarm. The customer had tried several attempts at unplugging and plugging in the fiber optic connector. An ap (arterial pressure) was obtained via the internal lumen and a transducer. The console was operating as expected in auto mode and ECG (electrocardiogram) trigger at the time of the call. A good ap tracing was reported by the customer. There was no reported injury to the patient.

Event description:
Additional event description: this balloon was inserted in a patient with cardiopulmonary bypass for CABG x5/mvr. The fiber optic sensor failed upon completion of insertion. After retrying calibration and trying another console, the balloon continued to have fiber optic sensor failure. I concluded that it was in fact the balloon catheter causing the failure, whether it was disturbed during insertion or manufacture error. The patient suffered no deleterious complications because of the sensor. We used the femoral arterial pressure from the balloon catheter. The balloon pump was placed on 1:1 and it worked fine.

Manufacturer narrative:
Additional information: unique identifier (UDI) #(B)(4). Evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing approximately 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).